Manufacturer narrative:
Device history record review: no indication of the reported defect found during DHR review. Lot met all release criteria. Sample analysis: a twister line without original package was received. During visual analysis, it was visually detected a twister port broke on the venous side. Conclusion: the reported complaint is confirmed. Corrective action: the cause of the failure can be attributed to an excess force on the port of the twister. This defect was not attributed to the manufacturing process. Review of the DHR has showed no anomalies. Review of the complaints for the last 6 months shows that this is the first incident where a customer has notified facility. However, the external supplier who manufactures the twister will be notified of this incident. This defect is considered an isolated event. No other corrective action will be taken at this time. Facility will continue to monitor and trend occurrences and to implement changes to eliminate this failure mode as deemed necessary.

Event description:
A report has been received from a hemodialysis user facility. It has been reported that the line disconnected from the tubing while in use and when it was rotated to perform an access flow. The facility has been contacted for additional info on this event. It has been learned that when the staff twisted the twister device or rotated it in order to perform an access flow test, the venous line separated from the hub. The staff stopped the treatment and blood was returned to the pt. The staff then set up new lines in order to continue and complete the treatment without further incidence. Also, blood work has been obtained with the facility reporting that results are within normal limits. The pt completed dialysis on this day and was discharged to home. The line has been saved for eval. There has been no further info of injury or ill effect to this pt related to this event.